Manufacturer narrative:
Sample received: one (1) sample was received. The sample consist in one cassette product from part number (B)(4). Sample was received without original, package. Functional testing: the sample was test for leak by passing water through it; occlusion was detected in the luer. The complaint is confirmed root cause based on the analysis conducted in the sample provided, the complaint was confirmed, per (B)(6) rmd (B)(4) rev. 101, the most probable root cause for this condition is due to excess solvent in bond joint. Action taken: change the type of solvent dispenser, because it was identified is not the appropriate for this assembly. Validation of the new solvent dispenser was completed by (B)(6) 2021 under (B)(4). Since the lot number was not reported, it's unknown if the product was manufactured after the implementation of these changes.

Event description:
It was reported that during the use of the product, the syringe tip broke off and got caught in the yellow connector. No patient injury was reported.

Manufacturer narrative:
Sample received: one (1) sample was received. The sample consist in one cassette product from part number 21-7609-24. Sample was received without original, package. Functional testing: the sample was test for leak by passing water through it; occlusion was detected in the luer. The complaint is confirmed root cause based on the analysis conducted in the sample provided, the complaint was confirmed, per (B)(4), the most probable root cause for this condition is due to excess solvent in bond joint. Action taken: change the type of solvent dispenser, because it was identified is not the appropriate for this assembly. Validation of the new solvent dispenser was completed by march 2021 under (B)(4). Since the lot number was not reported, it's unknown if the product was manufactured after the implementation of these changes.

Event description:
It was reported that during the use of the product, the syringe tip broke off and got caught in the yellow connector. No patient injury was reported.